Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with the following preoperative diagnoses: 1. Lumbar spondylolisthesis with spondylolysis, l5-s1. 2. Stenosis. 3. Sciatica. She underwent the following procedures: 1. Posterolateral arthrodesis l4-5. 2. Posterolateral arthrodesis l5-s1. 3. Segmental instrumentation, using pedicle screw fixation l4-s1. 4. Posterior in the body arthrodesis, l4-5. 5. Posterior in the body arthrodesis, l5-s1. 6. Bilaterally decompressive laminectomies and discectomy, l4-5. 7. Bilateral decompressive laminectomies and discectomy, l5-s1. 8. Application of prosthetic cage, l4-5. 9. Application of prosthetic cage, l5-s1. 10. Morselized autograft. 11. Intraoperative monitoring. Depuy screws, set screws, cage, rods and crosslink were also used in this procedure. As per the op notes, ¿¿interbody cages were then packed with morselized allograft, countersunk into the intravertebral disk space bilaterally at l5-s1 with rhbmp-2 and a single one at l4-5 with bmp¿¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.